Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. It was determined that the patient&#38112;drain volume (dv) was 4212 ml, the fill volume (fv) was 2400 ml, and the ultrafiltration (uf) was 968 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.